Event description:
It was reported that after a supply change on an ilet system, the user experienced hyperglycemia with a blood glucose of 400 mg/dl and observed insulin leaking from the bottom of the cartridge; the user rewound the pump, removed the cartridge, and then changed all supplies following troubleshooting and education on avoiding additional meal announcements to prevent insulin stacking. Customer care provided support that included customer care troubleshooting, investigation of this case revealed a suspected leak at the cartridge interface consistent with a device component issue involving the cartridge and connector, with hyperglycemia attributed to under-delivery from leakage; after supply replacement, the user was instructed to allow time for corrections. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable supply leak contributing to insulin under-delivery.